Manufacturer narrative:
The returned valve was returned at pl=2.0. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. It also met the requirements for patency, reflux, siphon, pressure-flow, preimplantation and leak testing. Proteinaceous debris was noted within the interior and exterior of the valve. It is unknown if the patient¿s valve site was exposed to magnets. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unknown if the patient¿s valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient was found completely delirious. According to the report, the patient was taken to the hospital, where CT scan revealed collapsed ventricles. Reportedly, further x-ray images confirmed that the valve had inadvertently changed settings from 1.5 to 0.5. The report stated that this was the second time the valve had inadvertently changed settings. According to the report, on (B)(6) 2015 the physician explanted the strata valve and replaced it with a delta valve, performance level 1.5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.